Manufacturer narrative:
H3: product analysis of part # (B)(4); lot # my25f001 visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the big knuckle will no longer tighten. The handle screw will not engage the inner threads to tighten. The tightening screw appears to be stripped inside the joint/knuckle of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the user facility via a manufacturer representative regarding a device used for spinal therapy procedure. It was reported that the arm was not tightening properly at the joint furthest from the tube attachment point.there was no patient involvement reported. There were no further complications reported regarding the event.additional information was received that the joint furthest from the tube holding point is loose and cannot be tightened, as it continues to spin without securing.